Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging test strips missing. The reporter alleged missing test strips. The reporter alleged only getting 75 strips in a lot of 100 strips; the box was closed before opening it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.